Event description:
In 2007 at 10:17am, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch minilancer/lancets gave him multiple infections. In 2008, the medical affairs specialist contacted the patient to obtain/clarify more information. The patient indicated that he has been using the one touch ultra mini lancer/lancets for the past few months. He has had 3 infections in the past 3 to 4 weeks prior to contacting lfs. He feels that there is a little "bur" (a piece of metal fragment) left in his skin after he uses the lfs lancets, which would result in a red halo surronding the white pus (infected area) the following day. The patient started to use another lancing device as backup after he contacted lfs. The patient takes his daily medication each day (2 pills of 150mg of glucophage). The customer indicated that the alleged infected punctured area has a white spot. He slit one of the white spots with his pocketknife and pus came out of the alleged infected area. The patient denied that he required medical intervention due to the reported issue. The patient states he has not any more infections since he has been using the replacement lfs products. During troubleshooting, the customer care advocate documented that the reported issue was not resolved with training. Replacement products were sent to the pt as noted above. The pt did confirm that he uses onetouch lancets with the onetouch minilancer. This complaint is being reported because the pt alleged he has had multiple infections when using the lancets.

Manufacturer narrative:
Lifescan has requested the return of the subject ultramini lancing device for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the ultramini lancing device does not pass inspection, lifescan will inform FDA of the results in a supplemental report.